Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had expired. The cause of death was not known; however, it may have been related to a low blood glucose level. The customer was wearing the pump at the time of death. The contact was unsure if the death was related to the pump or supplies. The contact was unable to provide any further information.